Event description:
Heparin was recalled kendall lot 8010114. Called pt that rec'd this batch in 2008. She recalled that she had to have her port replaced around this time. Called her physician's nurse. Chart reflects that a positive blood culture was found in the line fourteen days later. Md pulled port three days later, and replaced one week later. No other adverse effects -signs/symptoms associated with heparin-were reported. Dose or amount: 500ml, frequency: bid, routel IV. Dates of use: 2008.